Event description:
It was reported that there were 2 occurrences where there was foreign matter on fluid path component with a bd syringe 3ml ll¿ w/ndl 18x1-1/2 blunt fill. The following information was provided by the initial reporter: material no: 305060. Batch no: 9081869. It was reported that upon opening needle, staff identified debris on the needle and cap. "Upon opening a bd 3ml luer-lock tip needle staff identified debris on the needle. The cap of the needle also has debris in it. This was identified prior to use and was not used on a patient."

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences where there was foreign matter on fluid path component with a bd syringe 3ml ll¿ w/ndl 18x1-1/2 blunt fill. The following information was provided by the initial reporter: material no: 305060, batch no: 9081869. It was reported that upon opening needle, staff identified debris on the needle and cap. ""Upon opening a bd 3ml luer-lock tip needle staff identified debris on the needle. The cap of the needle also has debris in it. This was identified prior to use and was not used on a patient."